Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained he had to recharge his scs ipg battery several times a day. The patient's physician decided to replace the ipg with a new one. The reported issue has been resolved.